Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were thinking about getting it removed because they were not having any relief. Patient stated that they had tried 4 programs, and had it turned up to 1.6. Patient stated that they first made an adjustment on (B)(6), and had changed programs on (B)(6), and september (B)(6), they turned it off on the (B)(6). Agent reviewed to the patient to try on the other available programs and just monitor the symptoms as they made further therapy adjustments. Patient will be making the adjustment on their own, and to monitor the symptoms. Additional information was received from the patient. They reported that their healthcare provider (hcp) had been notified about their lack of therapeutic benefit on (B)(6) 2025. They were going to have the implant removed. It had worked initially then went downhill from there.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.